Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously low results for multiple analytes for two (2) patient samples generated on their unicel dxc 800 pro synchron chemistry analyzer. The impacted analytes are sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (calc). In addition, one (1) of the patient samples also recovered an erroneously low result for phosphorus (phosm). The erroneous patient sample results were not reported out of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that quality control (qc) results were recovering within the laboratory's established ranges prior to the event. Qc results recovered low outside of the laboratory's established ranges after the event.

Manufacturer narrative:
Bec assisted the customer via telephone to troubleshoot the issue. The customer observed that a bloody clot had been injected into the eic of the analyzer. The eic had overflowed liquid as a result (likely ise electrolyte buffer). Bec instructed the customer to remove the clot and clean the eic. The customer wore personal protective equipment (ppe) during the troubleshooting activities. The customer read the material safety data sheet (msds). There was no report of exposure or injury to the customer. There was no report of medical attention being sought by the customer. Once the troubleshooting activities were completed, the customer reassayed the patient samples and obtained higher expected results. These results were reported out of the laboratory.